Event description:
The customer received blood glucose readings of 159 and 134mg/dl on the contour next ez meter, re-tested on a different meter and the reading was 80mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to him.